Manufacturer narrative:
The delay to the case due to the reported issue was less than 1 hour. The site took another spin with the o-arm and navigation was accurate after the 2nd spin. It is suspected that the reference from was inadvertently moved after the first spin.

Event description:
A medtronic representative received a report from a site, alleging a 3 millimeter inaccuracy occurring while in a spine procedure. It was reported that the navigation system was tested with the imaging system, during the annual planned maintenance (pm) of the imaging system. Accuracy was confirmed for navigation system. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient information was not made available from the site. Issue resolved at time of event. - (B)(4) 2015, a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Accuracy confirmed for navigation system at this time. - no further issues have been reported.